Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon strings were coming out of the tampons during removal-vagina [foreign body in reproductive tract]. Tampon strings were coming out of the tampons [device breakage]. Tampon strings were coming out of the tampons when pulling them out [complication of device removal]. Case description: consumer reported via phone that the tampon strings were coming out of the tampons during removal. No serious injury was reported.